Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5120699. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while drawing a patient's blood, there was an audible snap and the needle of a 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter retracted prematurely. The user was uncertain if the needle had actually retracted or if it had broken off inside the patient's vein. A physician was consulted and the patient was evaluated. The patient received an x-ray and a broken needle was not seen within the patient.